Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a knee arthroplasty that the provisional fractured. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned for further review. Visual examination found that the returned tasp exhibits signs of repeated use and has a fragment from the anterior of the post feature fractured off, fragment not returned. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The fractured tasp component in this complaint was manufactured before a previous design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.